Manufacturer narrative:
(B)(4). Batch # n91c9t. Additional information was requested and the following was obtained: can you please clarify if the device jaws cut the mammary artery: the surgeon said with no clip in the jaw, the device becomes like scissors; when the clip applier incised the artery, was there bleeding: yes; if yes, how much blood loss was there (mls): I asked the coordinator and she did not know; was a transfusion required: per the coordinator, no; did issue result in change of procedure or alteration in post-op patient care: not to my knowledge. The analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon squeezed the handle on the clip applier but no clip was deployed and the clip applier incised the mammary artery. Another clip applier was used to complete the procedure but the patient status is unknown. It was not reported if there was bleeding or how much blood was lost, when the clip applier incised the artery.